Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl 13.2, -12.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. Reportedly, lens is too big and causing narrow angles. Surgeon would like to exchange for a shorter length lens. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm micl 13.2, -12.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Significant reduction of irido-corneal angles, glaucoma, pigment dispersion, and excessive vault were observed, the lens was exchanged for a shorter length lens on (B)(6) 2021. Cause of the event is reported as device, "wrong size". Per reporter on (B)(6) 2021, "the angle has opened more and the pressure is stabilized to normal. The doctor is closely watching the patient and checking her angles to see if she improves over time as the eye quiets down." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. H6: health effect - clinical code - 4581 - pigment dispersion. H6: health effect - implant code - reported 2199 - update to 4629. H6: medical device problem code - reported 2993 - update to 1583. Claim #(B)(4).